Manufacturer narrative:
This report is submitted on january 17, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report january 17, 2017.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017. This report is filed on april 03, 2017.